Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6).

Event description:
It was reported that the patient experienced numbness in the left arm and face and started having slurred speech a few days into the trial period. The patient went into the hospital and the trial leads were pulled out to be able to do a brain magnetic resonance imaging (MRI). The physician believed that the issue was due to the patient being off the blood thinners and not due to the device. The removed leads were discarded by the medical facility.